Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped. The customer's blood glucose was 356 mg/dl at the time of incident. The customer stated that the insulin pump rattles. The customer performed self test and the insulin pump failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. No unexpected rattling noise heard when pump is shaken and no loose components/parts noted during visual inspection. Insulin pump received with scratched case, end cap address label fading, serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.